Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Result of investigation by local service department, the serial number of the subject device (gif-e) was found to be (B)(4) manufactured in 1998. However, the DHR is out of storage limitation and unable to review it.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the facility noticed a possible perforation in the esophagus of the patient after a unspecified gastroscopy combined with biopsy in the stomach and the duodenum. It was reported that the patient underwent unspecified treatment and was transferred to another facility for additional treatment for the perforation. There was no information of the outcome of the patient. The facility reported that gif-q165 (not available in the USA)was used in the beginning of the procedure and the facility changed the gif-q165 to the subject device (gif-e) due to a clog of the nozzle of the gif-q165. The facility reportedly completed the procedure using the gif-e and noticed possible perforation part in the esophagus during withdrawing of the gif-e.